Event description:
A customer contacted a baxter technical service representative (tsr) regarding a low drain alarm in drain 3/4. Hp said he had bypassed initial drain after draining 90ml. The last fill volume was 2500ml. Tsr stayed on the line with the hp and he drained 5500ml. Tsr explained to hp about bypassing drains. Tsr questioned hp about how he felt and he said he felt as if he eaten too much. Root cause has been identified as bypassing initial drain after only draining 90ml when the last fill was 2500ml. Per initial report, baxter's technical service center assisted the customer in evaluating and resolving the alarm/issue during the initial contact. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
The home pt bypassed initial drain before the drain was finished, the homechoice is operational. No sample is needed.